Event description:
Steris corporation received med watch report .(B) (4) from FDA on september 14, 2009. Steris did not receive notification of this event from the user facility.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device implanted. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation. A device history record review is currently in process.